Manufacturer narrative:
There is more information on the device evaluation for the issue of no endoscopic image on 180 series scopes. This supplemental report is being submitted to provide this information. The device history record review confirmed that device there were no abnormalities, special adoption, or variations in manufacturing. The change history of the parts was checked for events related to failure to display the endoscopic images. As the results, it was confirmed that the design change was made for the dr substrate on (B)(6) 2018. It is unknown whether or not such design change may cause the indicated event in the device.

Manufacturer narrative:
The device was returned to olympus for evaluation. A full inspection was performed on the unit and the scope socket is ok, no image with 180 scope due to faulty ap and dr patient board. Additionally, the device required a software upgrade. The device was serviced with part replacement and equipped with a software upgrade and the unit passed all functional testing. The device was returned to the user facility. Olympus will continue to monitor complaints for this device.

Event description:
The user facility reported that there was no video from the scope when using 180 series scopes. There was no patient involvement associated to this report. No additional information was provided.